Event description:
During ivtm therapy, the thermogard ivtm system (sn# (B)(4) displayed a tcmid:02 (ce danfoss error) error message. The customer unplugged the thermogard console, plugged it back in and restarted twice, but the issue persisted. The customer used an alternative method to complete the therapy because the patient's temperature was already stable at 36 degrees c. No consequences or impact to patient.

Manufacturer narrative:
Zoll has received the thermogard console however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The reported complaint of the thermogard ivtm system (sn (B)(6) displayed a tcmid:02 (ce danfoss error) error message was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the burnt connector of the wire harness assembly, cooling engine and pic16. The console was manufactured in october 2015 and is over 6 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. Event log data review was performed and showed tcm ID:02 (ce danfoss error) error message on the reported event date. Thus, confirming the reported complaint. The console failed functional testing during the power-on-self-test (post) due to the tcmid:02 error message, thus confirming the reported complaint. The root cause of the reported issue was the burnt connector of the wire harness assembly, cooling engine and pic16, possibly due to a leaking current. To remedy the tcmid:02, the wire harness assembly, cooling engine and pic16 needs to be replaced. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(6).